Event description:
IT WAS REPORTED THAT DURING A RECTOSIGMOIDECTOMY, IT WAS NECESSARY TO USE THE CDH29B FOR ANASTOMOSIS, AGAIN, AN ENTIRE SIDE WAS NOT STAPLED. WHEN REMOVING THE STAPLER, THERE WAS NO STAPLE IN THE WARHEAD, NOR IN THE FABRIC OR LOOSE IN THE CAVITY. NO PATIENT CONSEQUENCES WERE REPORTED.

Manufacturer narrative:
(B)(4). DATE SENT: 6/4/2026. D4: BATCH # 851D92. D4/G4: DEVICE IS NOT DISTRIBUTED IN THE UNITED STATES, BUT IS SIMILAR TO DEVICE MARKETED IN THE USA. THEREFORE, (01)GTIN IS NOT AVAILABLE. AN ANALYSIS OF THE PRODUCT COULD NOT BE PERFORMED SINCE A PHYSICAL SAMPLE WAS NOT RECEIVED FOR EVALUATION. A MANUFACTURING RECORD EVALUATION WAS PERFORMED FOR THE FINISHED DEVICE BATCH NUMBER OF 851D92 / 00CDH29B , AND NO NON-CONFORMANCES WERE IDENTIFIED. ATTEMPTS ARE BEING MADE TO OBTAIN THE FOLLOWING INFORMATION. TO DATE NO RESPONSE HAS BEEN PROVIDED. IF FURTHER DETAILS ARE RECEIVED AT A LATER DATE A SUPPLEMENTAL MEDWATCH WILL BE SENT. DID THE DEVICE DELIVER ANY STAPLES? IF YES, WERE THE STAPLES FORMED PROPERLY? WHAT WAS THE APPEARANCE OF THE DEPLOYED STAPLES (B-FORMED, MALFORMED, GOAL POST/LEGS STRAIGHT)? IF YES, WAS THE STAPLE LINE COMPLETE? WAS THE BACKLIGHT LIT? WERE THERE TWO COMPLETE TISSUE DONUTS? WAS IT A PARTIAL CUT? IF SO WHAT WAS CUT PARTIALLY, WASHER OR TISSUE? IF YES/NO, WAS THERE ANY ISSUE WITH THE CUT? IS THE CURRENT PATIENT STATUS KNOWN? WAS THERE ANY PATIENT CONSEQUENCE OR CHANGE IN THE POST-OPERATIVE CARE OF THE PATIENT AS A RESULT OF THE EVENT? THIS REPORT IS BEING SUBMITTED PURSUANT TO THE PROVISIONS OF 21 CFR, PART 803. THIS REPORT MAY BE BASED ON INFORMATION WHICH HAS NOT BEEN INVESTIGATED OR VERIFIED PRIOR TO THE REQUIRED REPORTING DATE. THIS REPORT DOES NOT REFLECT A CONCLUSION BY ETHICON, OR ITS EMPLOYEES THAT THE REPORT CONSTITUTES AN ADMISSION THAT THE PRODUCT, ETHICON, OR ITS EMPLOYEES CAUSED OR CONTRIBUTED TO THE POTENTIAL EVENT DESCRIBED IN THIS REPORT. IF INFORMATION IS OBTAINED THAT WAS NOT AVAILABLE FOR THE INITIAL REPORT, A FOLLOW-UP REPORT WILL BE FILED AS APPROPRIATE.

Manufacturer narrative:
(b)(4).Date sent: 8/13/2026.Photo/Video Analysis:This is an analysis of three photos and one video submitted for evaluation.During the visual analysis, the following was observed:The first photo shows one complete donut on the table and the second what appears to be a small piece of tissue.The second photo shows the user manipulating the tissue; however, the image quality does not allow the lower part to be clearly seen.The third photo shows the user manipulating the tissue; and one staple line could be observed. However, the image quality and angle do not allow determination of whether any staples are missing in that area.The video shows a device and the user is retracted the trocar with a gauze between the guide face.Based on the photos and videos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number of 851D92 / 00CDH29B , and no non-conformances were identified.